Event description:
Covid antigen test not working. Used celltrion diatrust home covid test 2 times and came back negative. Two (2)other tests, (2 diff. Products, binax and flowflex) tested strong positive. Lot: covse 1001. 22.12.10., exp: 6/10/2023 confirmed with another bad test (B)(6) 2023. Testing for covid (known positive) but showing negative. Reference report mw5115469.